Event description:
It was reported that during a normal battery change out procedure of a bi-v implantable cardioverter defibrillator (ICD), the right atrial (ra) lead presented with high thresholds and low impedance levels. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 694765 implantable tachy lead; implant: (B)(6) 2003; model: 2187-75 implantable pacing lead, implant: (B)(6) 2003. (B)(4).